Event description:
Information was received from a consumer regarding a patient implanted with an unknown neuro-modulation device. It was reported that the patient had a device implanted in them that they were 'not even able to turn on over half the time.' The patient also reported that 'they were unable to get help with repositioning in anything remotely resembling a timely manner.' The patient noted that they were 'disgusted with everyone's actions' and that they did not want to receive follow-up letters in the mail. No patient complications were reported and no further information was provided.